Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, when the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath as the device was not properly locked, and the hemostasis failed. Manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression for 30 minutes. Blood loss was reported to be less than 250 cc. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm. The size of the sheath ancillary used was 6 fr. There was no health damage to the patient.